Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow during infusion. The device was being used in a piggyback setup with a non-baxter pump and a non-baxter primary set. The device was replaced and the flow resumed. There was no patient injury or medical intervention associated with this event. No additional information is available.